Manufacturer narrative:
Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the cylinder exhaust tubing at the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Lot: 5684018.

Event description:
According to the available information the titan touch device was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to the device not working. This was first noted in (B)(6) 2021. Additional information received indicated there was damage to the tube near the right cylinder.